Event description:
It was reported that a venous closure of the right common femoral vein was attempted with a prostyle device after an ablation interventional procedure using a 10f sheath. Reportedly, after removing the prostyle, the knot was unable to be advanced. The hypodermal tissue was removed by cutting with forceps. But, still the knot did not advance. The suture was cut and a new prostyle device was used to achieve hemostasis as wire access was maintained. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Device code 1494 clarifier: indication for use .the device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu), states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.